Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received and incomplete bolus alert. The contact was unable to confirm if the customer intended to deliver a bolus or if the customer navigated to the bolus screen unintentionally or intentionally. Tandem technical support explained that an incomplete bolus alert occurs when the bolus screen is opened and no action is performed within 90 seconds; the contact acknowledged. The customer's blood glucose level was 400 mg/dl with ketones and was addressed with a correction bolus via the pump. Contact will educate customer about the incomplete bolus alert.